Manufacturer narrative:
No RMA has been initiated for this issue. Model m51psemi, serial number/date (B)(4) is approximately 1 year old. The owner's manual, part number 1125085 rev j, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely sing the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
"Dealer states, customer was sitting in chair, heard a pop noise and smelled smoke. On-board battery charger, allegedly was the cause. Will not work at all now, has off board to use for chair."